Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the patient experienced perforation and reported to the emergency room with chest pain with inspiration. The right ventricular (rv) lead was revised. No further patient complications have been reported as a result of this event.